Event description:
It was reported that this this cardiac resynchronization therapy defibrillator (crt-d) device exhibited a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Boston scientific technical services (ts) provided guidance to bring the patient into the clinic for evaluation, perform a shock lead impedance vector breakdown and evaluate the rv lead integrity. Ts noted if out of range measurements can be isolated to a certain rv lead vector, then they may consider programming to another vector with defibrillation threshold (dft) testing. If the out of range measurement is isolated to the rv lead coil, then they would need to discuss lead management. Ts mentioned the possibility of a device header spring contact issue but noted that the shock impedance measurements have been fairly stable around the 49 ohm to 65 ohm range over the last year without the typical variable trend of a spring contact issue. The products remain in-service. No patient symptoms or adverse patient effects were reported.